Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the heartmate mobile power unit was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped on 02sept2020. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit serial #: (B)(4) was not returned for analysis; however, a log file was submitted for review spanning approximately 14 days (B)(6) 2021 per timestamp). On (B)(6) 2021 at 05:33:16 there was an atypical no external power alarm while connected to the mpu which resulted in the backup battery providing power. This was due to an atypical loss of ac power and this event cleared when ac power was restored. There were no other notable alarms in the log file related to the reported event. Additional information communicated indicated that the mpu would not be returning. The root cause of the reported no external power alarm was unable to be conclusively determined in this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had 2 episodes of pump off alarms while on the mobile power unit (mpu) power. The patient's driveline was inspected and showed no concerns. A review of the log file noted a couple of pump stop events on (B)(6) 2021 at 04:20 and another event on (B)(6) 2021 at 05:13. These events occurred on mpu power. Technical support noted that this type of behavior has been linked to potential issues with the percutaneous lead with a short to shield. Technical support recommended that the patient use battery power or a power module with a non-grounded cable. It was later noted that the black cable cord of the pocket controller had breakdown. Upon review of the patient's log files a no external power event was found to have occurred on (B)(6) 2021 at 12:05:11 while the patient was connected to mpu due to a loss of ac power. The backup battery was activated. The cause of the no external power alarm was unknown. There were no known issues related to the mpus environment, it was unknown if the mpu had a v-lock connector. The site had observed the no external power alarm while connected to the mpu, and the patient had further no external power alarms. Related manufacturer reference number: 2916596-2021-01884 & 2916596-2021-01907.